Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported surgery, could not be established as the product is not available for analysis and the reason was not specified. Device technical analysis: the device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reason for revision was not specified so the issue cannot be confirmed. Investigation conclusion: based on all information received for this investigation, the conclusion code of no problem detected has been chosen.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to unspecified reasons. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir was implanted. The surgery went fine and there were no patient complications at that time.